Event description:
The right atrial (ra) lead was returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. Follow up determined the ra lead had been chronically dislodged and that earlier in the month of the replacement, that the patient had rapidly conducted atrial fibrillation with rapid ventricular response which the device sensed and delivered two high-voltage therapies. The ra lead and device were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity. (B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached due to clavicle-rib crush, the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched.